Event description:
It was reported that upon review of the merlin transmission, the right ventricular lead exhibited noise. The patient presented in clinic for check up on (B)(4) 2017. Upon interrogation, the lead exhibited loss of capture. An echo was performed and revealed the lead had microdislodged and the patient experienced perforation of the myocardium. During revision procedure, the lead was explanted and replaced due to helix would not extend during repositioning. No patient symptom was reported.